Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2002 and mesh was implanted. The patient reported that when the mesh was implanted she could not pass urine and was in in agony. The patient was given a catheter. After five days, the patient still had not been able to go and was sent home with a bundle of catheters to insert herself. This went on for months and if the bladder gets too full, the patient cannot go at all. The patient has had to go into the hospital and get a catheter put in because of none at home. To this day, the patient has trouble passing urine and has asked to get it removed several times but nothing has been done. The patient can no longer drink a lot at a time and must be near a toilet. Several years back, the patient had 2 pints of shandy and ended up in the hospital by ambulance as she could not walk. To this day, 20 years later, the patient cannot urinate properly and was told that the neck of the bladder was too high up. The patient reported being told by one doctor that it had probably embedded in the muscles and would be hard to fix. Additional information has been requested.